Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was confirmed the white suture was not present and manual compression was also applied to achieved hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostar xl device via a 16f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, the suture did not appear. Hemostasis was achieved with the green sutures of the same prostar xl device and a balloon. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.